Event description:
On (B)(6) 2008, customer reported potential biohazard exposure when using the coulter hmx hematology analyzer with autoloader. On (B)(6) 2008, the operator was standing by a nearby microscope facing the instrument when the waste line popped off from the waste container and was splashed with waste. The operator was wearing glasses, jacket and gloves but no face shield. There was no exposure to open lesions, or mucous membranes. The operator was sent to the local doctor for examination. Medical intervention was not reported. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event represents event 1 of 2 events reported by this customer.

Manufacturer narrative:
On (B)(6) 2008, the field service engineer (fse) rerouted the waste line to the sink drain. Fse verified the repair met published performance specifications. The fse tested the waste sensor on the instrument, and it was working properly. The fse also checked the waste tubing connection to the waste container to ensure it was very tight. As of (B)(6) 2008, there have been no further issues of exposure from this account. Based on the available information, the root cause for this exposure was unable to be determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00530.